Event description:
Pt implanted in upper and lower vermilion borders 12/01/1997. Onset of swelling, palpable, visible and implant shortening 12/02/1997. Pt treated with kenalog 12/17/1997, revised 01/12/1998 treated with kenalog 03/11/1998, hydrocortisone 04/13/1998, revised 07/16/1998 and treated with kenalog 07/16/1998.